Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart). The customer made multiple attempts to reset the lifeband but was unsuccessful. Zoll technical support provided instructions to clear the ua45 message. No patient involvement. The customer contacted zoll again, reporting that the issue persisted despite following the provided instructions multiple times. As a final attempt, they tried using a different lifeband, which appeared to resolve the issue. The customer stated they would attempt to deploy the platform and inform zoll if the ua45 occurs again. However, no additional updates were given.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.